Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a foreign material, however, the specific material could not be identified as it was unable to be removed. Additionally, the cause for the clog could not be specified. The nozzle was not reported to have been deformed or damaged and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water supply of the evis lucera elite gastrointestinal videoscope was insufficient and not smooth. The issue was found during reprocessing of the scope prior to an unknown procedure. The customer did not find any foreign material and the scope had been correctly reprocessed. A similar device was used to complete the intended procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed. The nozzle was clogged with foreign material and due to the clogging, the amount of water flow did not meet standard value. The report is being submitted due to the foreign material in the nozzle found during evaluation.